Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading for multiple sensors. Reportedly, the cgm bg reading for all sensors was 300 mg/dl. The meter bg reading was 128 mg/dl for the first occurrence. Reportedly, the remaining meter bg readings were all between 90 and 130 mg/dl. No additional patient or event information was available. A root cause could not be determined. A replacement sensor was sent to the customer.